Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was exchanged in a secondary procedure for a different model iol. The clinical reason for the iol exchange is poor adaptation to multifocal vision. Additional information has been requested.